Event description:
It was reported patient underwent a revision of competitor products on (B)(6) 2013. During the procedure, the cable fractured in half as it was being tightened by the crimper around the patient proximal femur. The fractured pieces were removed and another cable was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.